Event description:
It was reported that the right ventricular (rv) lead exhibited high, out-of-range shock impedances of greater than 200 ohms. The device and leads remain in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).